Event description:
It was reported that during prostate treatment, the pt had "extreme bleeding" of the median lobe of the prostate. The laser sys had been used primarily for tissue vaporization when the bleeding occurred. The physician used the coagulation function of the laser sys for one minute in an attempt to control the bleeding. The physician placed the laser in standby to continue the case with a turp. The laser sys has a safety feature that times out the fiber after more than 30 minutes of fiber card inactivity. Due to the time out, a second fiber was used to complete the procedure. The pt outcome was reported as "okay." The reported blood loss was not quantified, however, it was reported that the pt did not require any add'l blood to be given at the time of the procedure.